Event description:
Event verbatim: pens would not dispense medication and patient been without medication [device failure]; pens would not dispense medication and patient been without medication [drug dose omission by device]. Device is broken; needle block [needle issue]; high blood pressure [hypertension]; blood vessel burst in the back of eye due to being without medication [eye haemorrhage] . Case description: study ID: (B)(4) benefits investigation. Study description: trial title: patient support programme to conduct benefits investigations via online portal and inbound telephone for patients who are looking for information on plan coverage for novo nordisk inc. Diabetes and obesity products. (B)(6). This serious solicited report from the united states was reported by a consumer as: pens would not dispense medication and patient been without medication (device failure). Beginning on (B)(6) 2020, pens would not dispense medication and patient been without medication(drug dose omission by device). Beginning on (B)(6) 2020, device is broken(device breakage)" beginning on (B)(6) 2020, needle block(needle plugged). Beginning on an unspecified date, high blood pressure(blood pressure high). Beginning on (B)(6) 2020, blood vessel burst in the back of eye due to being without medication(broken blood vessel in eye). Beginning on (B)(6) 2020, a (B)(6) year-old female patient who was treated with ideg pds290 (insulin degludec) (solution for injection, 100 u/ml) (dose, frequency & route used - 44 iu, qd, subcutaneous) (therapy dates - ongoing) from unknown start date and ongoing for "diabetes mellitus, ideg pds290 (insulin degludec) (solution for injection, 100 u/ml) (dose, frequency & route used - unk, subcutaneous) from unknown start date for "diabetes mellitus, novofine plus 4mm (32g) (needle) from unknown start date for "device therapy. Current condition: diabetes mellitus (type and duration not reported). On an unspecified date in (B)(6) 2020, the patient experienced high blood pressure, and on an unknown date, the patient hospitalized for the same. On an unspecified date in (B)(6) 2020 , it was also reported that tresiba flextouch was broken. On an unspecified date in (B)(6) 2020, it was reported that pens would not dispense medication and that a blood vessel burst in the back of the eye due to not having their medication. On an unknown date, upon investigation it was reported that needle blocked upon receipt of the complaint. Batch numbers: ideg pds290: jzfh229; ideg pds290: jzfe676a; novofine plus 4mm (32g): not reported. Action taken to ideg pds290 was reported as no change. Action taken to ideg pds290 was not reported. Action taken to novofine 4mm (32g) was not reported. The outcome for the event "pens would not dispense medication and patient been without medication(device failure)" was not recovered. The outcome for the event "pens would not dispense medication and patient been without medication(drug dose omission by device)" was not recovered. The outcome for the event "device is broken(device breakage)" was not recovered. The outcome for the event "needle block(needle plugged)" was not reported. The outcome for the event "high blood pressure(blood pressure high)" was not recovered. The outcome for the event "blood vessel burst in the back of eye due to being without medication(broken blood vessel in eye)" was not recovered. Reporter's causality (ideg pds290) - pens would not dispense medication and patient been without medication(device failure) : possible . Pens would not dispense medication and patient been without medication(drug dose omission by device) : possible. Device is broken(device breakage) : possible . Needle block(needle plugged) : unknown. High blood pressure(blood pressure high) : possible. Blood vessel burst in the back of eye due to being without medication(broken blood vessel in eye) : possible. Company's causality (ideg pds290) - pens would not dispense medication and patient been without medication(device failure) : possible. Pens would not dispense medication and patient been without medication(drug dose omission by device) : possible. Device is broken(device breakage) : possible. Needle block(needle plugged) : possible. High blood pressure(blood pressure high) : unlikely. Blood vessel burst in the back of eye due to being without medication(broken blood vessel in eye) : unlikely. Reporter's causality (ideg pds290) pens would not dispense medication and patient been without medication(device failure) : unknown. Pens would not dispense medication and patient been without medication(drug dose omission by device) : unknown. Device is broken(device breakage) : unknown. Needle block(needle plugged) : unknown. High blood pressure(blood pressure high) : unknown. Blood vessel burst in the back of eye due to being without medication(broken blood vessel in eye) : unknown. Company's causality (ideg pds290) pens would not dispense medication and patient been without medication(device failure) : possible. Pens would not dispense medication and patient been without medication(drug dose omission by device) : possible. Device is broken(device breakage) : possible. Needle block(needle plugged) : possible. High blood pressure(blood pressure high) : unlikely. Blood vessel burst in the back of eye due to being without medication(broken blood vessel in eye) : unlikely. Reporter's causality (novofine plus 4mm (32g)) pens would not dispense medication and patient been without medication(device failure) : unknown. Pens would not dispense medication and patient been without medication(drug dose omission by device) : unknown. Device is broken(device breakage) : unknown. Needle block(needle plugged) : unknown high blood pressure(blood pressure high) : unknown . Blood vessel burst in the back of eye due to being without medication(broken blood vessel in eye) : unknown. Company's causality (novofine plus 4mm (32g)) pens would not dispense medication and patient been without medication(device failure) : possible. Pens would not dispense medication and patient been without medication(drug dose omission by device) : possible. Device is broken(device breakage) : unlikely. Needle block(needle plugged) : possible. High blood pressure(blood pressure high) : unlikely. Blood vessel burst in the back of eye due to being without medication(broken blood vessel in eye) : unlikely. Tresiba flextouchu100 is a prefilled device current location of device: device returned for evaluation period of use: unknown, batch number: jzfh229. Tresiba flextouchu100 is a prefilled device current location of device: device returned for evaluation period of use: unknown, batch number: jzfe676a. Investigation results: product name: tresiba flextouchu100 batch number: jzfh229. Visual examination and functional testing were performed. A1: a gap was confirmed during functional test. The dose selector jumped several steps when returning to zero. The returned device has been examined, and after a gap was equalized, found to function normally. When using a new needle there is no problem in using the device. The returned device was found to function normally. When using a new needle there is no problem in using the device. The pen had a gap between the rubber plunger and the piston rod. As a consequence, the washer is separated from the piston rod. The observed problem was due to incorrect handling of the pen. In 1 pen a needle mark was observed on the thread socket of the device. These observations indicate that the user has attempted to mount the needle in an oblique angle, which has caused the rear part of the needle to penetrate the thread socket of the device. The observed problem was due to incorrect handling of the pen. In the other pen a part of a needle was found lodged in between the rubber membrane and the aluminum cap. This fault can e.g. Occur when a needle is attached to the pen in an oblique angle or if the back needle was bent. This fault may result in no dose delivery or leakage due to compromised closure integrity. A cartridge with this fault should not be used. The observed problem was due to incorrect handling of the product. Both pens :a visual examination of the returned products was performed. The dose accuracy was measured by weighing. The results were found to comply with specifications. During examination of the products, no irregularities related to the complaint were detected. Macroscopic examinations were performed. A complaint sample has been analyzed chemically including ph. Macroscopy: a1 solution with tread-like particles. A2 clear solution. The solution contains tread-like particles due to dosing. All other results of the analysis are within the shelf life specification. The product was visually examined. Particles were seen in the solution. When the rubber plunger moves, small fragments of silicone present in the cartridge can form particles with the active ingredient. Silicone is a known lubricant used in cartridges, syringes and needles. Silicone does not affect the quality of the product. Product name: tresiba flextouch u100 batch number: jzfe676a. The product was not returned for examination. A reference sample was examined macroscopically and analyzed chemically. The reference sample was found to be normal. The results were found to comply with specifications. During investigation no irregularities related to the complaint was detected on a reference/reserve sample of the batch in question. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed and found to be normal. Product name: novofine¿ plus 32g x 4mm batch number: unknown microscopic examination performed. 1 used needle found. A visual examination of the back needle of the returned product was performed. The needle met specification. The needles were tested for flow with measure threads. 1 used needle blocked. Needle points on patient needles examined visually for defects. The needle met specification. Needles tested for silicone on patient needle. The needle met specification. The needle, which has been used for injection by the user, was blocked upon receipt of the complaint. Dose delivery is not possible and dose accuracy may be affected. The problem with the needle is due to incorrect handling during use since last submission the case has been updated with the following: inv results added. Novofine added as co suspect upon investigation. New event needle issue added. Narrative updated accordingly. Company comment: hypertension and eye haemorrhage are assessed as unlisted according to the novo nordisk current ccds in tresiba flextouch. Relevant information on final diagnosis, treatment given, outcome of the events are unavailable for complete causality assessment. Considering the nature of the events, the reported eye bleeding could be attributed to old age, high blood pressure and morbid obesity, not related to tresiba flextouch. This single case report is not considered to change the current knowledge of the safety profile of tresiba flextouch. Final manufacturer's comment: 24-nov-2020: upon investigation of the returned device (tresiba, batch number: jzfh229), air gap was found between the rubber plunger and the piston rod. The dose selector jumped several steps when returning to zero. The device was found to function normally after equalising the air gap and new needle is used. The air gap is due to storage of the needle attached to pen between injection not checking the insulin flow before the injection as described in the IFU. Failure to equalize a large air gap before dosing may cause several instances of no dose of drug, which for all the drug products covered by this code may result in hyperglycaemia. The observed problem is due to incorrect handling of the pen. The reported eye bleeding could be attributed to old age, high blood pressure, and morbid obesity, not related to technical complaints or its consequences. 24-nov-2020: the suspected device (tresiba, batch no. Jzfe676a) has not been returned to novo nordisk for evaluation. With only limited information on product handling, it is not possible to identify a clear root-cause of the experienced adverse event. The reported eye bleeding could be attributed to old age, high blood pressure, and morbid obesity, not related to technical complaints or its consequences. 24-nov-2020: upon investigation of the returned device (novofine plus needles), it was found to be blocked. The problem with the needle is due to incorrect handling during use. Risk of mild transient hyperglycemia (in case the user does not detect the error ). The reported eye bleeding could be attributed to old age, high blood pressure, and morbid obesity, not related to technical complaints or its consequences. Evaluation summary: product name: novofine¿ plus 32g x 4mm batch number: unknown. Microscopic examination performed. 1 used needle found. A visual examination of the back needle of the returned product was performed. The needle met specification. The needles were tested for flow with measure threads. 1 used needle blocked. Needle points on patient needles examined visually for defects. The needle met specification. Needles tested for silicone on patient needle. The needle met specification. The needle, which has been used for injection by the user, was blocked upon receipt of the complaint. Dose delivery is not possible and dose accuracy may be affected. The problem with the needle is due to incorrect handling during use.